Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. All other rv measurements were stable and no noise could be produced. No changes were made and the patient will continue to be monitored. The ICD remains in service and there were no adverse patient effects reported.